Event description:
Graft was implanted in the left forearm of a 69 y. O. Female with renal failure. Reportedly, a seroma developed around the graft and ultimately necessitated graft removal four mos postop. At removal, serous fluid was observed oozing through the graft wall.

Manufacturer narrative:
There was no indication of fluid ultrafiltration in the sections of the graft wall which were examined. The interstices were filled with fibrin. The sample consists of two segments: one graft segment threaded onto a plastic dilator and one tissue segment. The dilator measures 8cm in length. The wrinkled graft, which measures approx 7cm long and 6mm in diameter is crimped onto the dilator and ligated with black suture adjacent to the dilator head. The graft is removed from the dilator for further examination. Before pulling the wrinkles out of the graft, initial examination reveals the outer surface is partially coated with loosely adherent off-white to yellow somewhat fatty material, possible fibrin and thin off-white fibrous material. Approx three-fourths of the graft segment is off-white to tan. The remaining one-quarter, which is adjacent to the black ligature, is tan to brown. A clamp impression and a small, v-shaped notch are noted at this end. Thin, off-white fibrous like material is adherent to the graft at this end. Because the graft is fixed in formalin, it cannot be rendered completely wrinkle free by pulling out. The pulled out segment measures approx 12cm in length but is still crimped. The actual graft length may be as much as 15cm. The luminal surface appears to be covered by a thin layer of proteinaceous material and some clot. Three sections are taken for histological examination. Section 8-0697-1a is a longitudinal section at the end of the graft that is brown in color. In the off-white, mid-graft region, a second longitudinal section, identified as 8-0697-1b is taken. The graft is significantly wrinkled in this area. A third longitudinal section, 8-0697-1c, is taken near the graft end that was ligated with the black suture. The tissue sample consists of a disc-shaped, off-white to light tan firm coagulum, possibly of serous origin, which measures approx 2.2cm by 1.1cm in thickness. Small amounts of clot are noted on the outer surface. One section through the middle of the coagulum is taken for histological eval and is identified as 8-0697-1d. Histological observations are consistent with an implant of several mos duration as characterized by thin fibrous connective tissue along portions of the graft outer surface and localized collagen penetration of portions of the graft wall. However, collagen attachment is perpendicular to the graft outer surface in some areas, which is suggestive of a healing abnormality. Some of the tissues and cells are in a degenerated condition. There was no indication of fluid ultrafiltration in the sections of the graft wall examined as the interstices were primarily filled with fibrin. Either thin fibrin or tissue covered much of the luminal surface. The tissue mass was consistent with a degenerated serous coagulum. Glassy regions may be indicative of incomplete fixation. The graft exhibited typical microstructure. No bacteria or calcium were seen.